Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the customer¿s allegation could not be determined. Based on the results of the investigation, the most likely cause was attributed to the cleaning of the subject device. Inappropriate reprocessing in the biopsy channel and air/water channel may have resulted in water remaining in the channel. This water would have then run out of the device as discolored liquid. The scratches in the biopsy channel may have caused inadequate cleaning of the device as evidenced by the cleaning difficulty found in the device evaluation. This would then cause water to remain in each channel. This water would have then run out of the device as discolored liquid. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the user facility. According to the reporter, the procedure was completed without a delay with the same device. No devices were replaced or involved in this event. The endoscope was not used on a patient after the residue was detected. The reporter provided details on how scopes are reprocessed at the user facility. The user facility uses advantage plus medivators (serial numbers (B)(6) and (B)(6) ) to reprocess endoscopes. The endoscope channel is brushed using an olympus (model number bw412t) single use brush during manual cleaning. Pre-cleaning is performed immediately after a procedure and involves wiping and suctioning the endoscope. The scopes are leak tested prior to manual cleaning using the veriscan lt leak tester manufactured by medivator. All reprocessing personnel have been trained to properly reprocess endoscopes.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user request was confirmed. The evaluation found the device was difficult to clean due to heavy scratches and shavings found inside the channel. In addition, the device evaluation found low angulation, play in the control knobs and additional physical damage to the device. The device had a cracked light guide lens, cut rubber, scratches and a chip on the insertion tube and the control body was found to have a loose cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, yellow bile residue was coming out of the scope on a cf-hq190l, evis exera iii colonovideoscope, during reprocessing. The device was reprocessed four times. There were no reports of patient harm associated with this event.